Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd extension set 1.2 micron low protein binding filter experienced blockage. The following information was provided by the initial reporter: we are trying to track how often the lipid filters are occluding so have asked staff to save even if they do not have the packaging available.

Event description:
It was reported that the bd extension set 1.2 micron low protein binding filter experienced blockage. The following information was provided by the initial reporter: we are trying to track how often the lipid filters are occluding so have asked staff to save even if they do not have the packaging available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 21-jun-2022. Investigation summary: it was reported that lipid filters are occluding. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set which was attached to an IV bag filled with 85% glycerin / 15% water solution, and allowed to prime using gravity. The set was successfully primed. An infusion run was conducted at a rate of 3 ml/hr for 3 hours. The infusion was paused for 35 minutes, and then continued for about 2 hours. There were no occlusion alarms. The infusion was completed successfully. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review could not be performed on model 10012866 because a lot number is unknown.